Manufacturer narrative:
Analysis of historical records: the device involved in this event has not been returned to orthofix (B)(4). Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: the technical analysis of the event is currently ongoing. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary clinical evaluation was performed and will be finalized once the results of the technical evaluation and/or further information are available. Orthofix (B)(4) requested further information on the event, i.e. Lot number of the device involved, confirmation of the device reference (as the code notified, (B)(4), is a locking screw, while the picture received with the notification seems to be a non-locking screw), surgery description, patient's information, copy of x-ray images, patient's health conditions. Unfortunately no further details were received so far. As soon as the results of the investigation are available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market. (B)(4).

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); surgeon name: (B)(6); date of surgery: (B)(6) 2018; body part to which device was applied: na; surgery description: unavailable; patient information: male; problem observed during: clinical use on patient; type of problem: device functional problem. Event description: during surgery the head snapped off at about 90% in during insertion. No way to remove it. The other three screws are fine. There is no adverse effects to the patient at this time. Dr. Warner was able to complete the surgery with no extra time but they cannot send the screw back for analysis. Plate is currently held in place. The complaint report form also indicates: the device failure did not have any adverse effects on patient; the surgery was not completed with the device: broken screw still in the body; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; copies of the operative report are available (not received); copies of the x-ray images are available (not received); patient current health conditions: na. On (B)(6) 2018 orthofix (B)(4) receives also a picture of a portion of the broken screw. (B)(4) distributor reference number: 267580

Manufacturer narrative:
Analysis of historical records: the device involved in this event has not been returned to orthofix srl. Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: the broken portion of the screw was not returned to orthofix srl. Therefore, it was not possible to perform the technical evaluation. Medical evaluation - updated information: the information made available on the event was sent to our medical evaluator. Please find below an extract of the medical evaluation performed. "We do not know why the screw broke at this point, but as you say the patient now has only 3 screws holding the plate and not 4, possibly only one screw on one side of a fracture. So the fixation is less than ideal and a screw fragment is left inside the bone." Further medical evaluation, following the receiving of the operative report of the event: "this report now tells us clearly what happened. This is complicated foot surgery using different fixation systems. On page 3, the surgeon says that a screw broke. However, she repositioned the plate and was able "to get two good screws", and also inserted two good screws into the talus. The fixation therefore was exactly as the surgeon required. The iofix is a fixation system designed for foot surgery and worked well. The small t-plate from the orthofix system worked well. One screw broke during insertion but this did not lead to any deterioration in the fixation. I do not now think that this was a serious injury. The treatment was as the surgeon wished. There is a small screw fragment in the bone but this will not cause any problems." Final comments: item involved in the notified event was not returned for technical evaluation and no batch details were provided. Considering the information provided, the failure occurred could be related to a torsional overload during application. Nevertheless, as the item was not returned and a technical analysis was not performed, it is not possible to determine the root cause of the failure occurred. Orthofix srl historical records shows that no other similar notifications have been received in regards to this specific device code. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: advanced surgical care; surgeon name: (B)(6); date of surgery: (B)(6) 2018; body part to which device was applied: na; surgery description: unavailable; patient information: 30 year-old, male; problem observed during: clinical use on patient; type of problem: device functional problem. Event description: during surgery the head snapped off at about 90% in during insertion. No way to remove it. The other three screws are fine. There is no adverse effects to the patient at this time. Dr. Warner was able to complete the surgery with no extra time but they cannot send the screw back for analysis. Plate is currently held in place. The complaint report form also indicates: the device failure did not have any adverse effects on patient; the surgery was not completed with the device: broken screw still in the body; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; copies of the operative report are available (not received); copies of the x-ray images are available (not received); patient current health conditions: na. On january 12, 2018 orthofix srl receives also a picture of the portion of a broken screw. On march 19, 2018 orthofix srl received from the distributor, copy of operative report in which it is stated that the patient was treated for a severe fracture dislocation of his midfoot to include a talar head fracture and the confirmation that the surgery ended with no complications. Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records: the device involved in this event has not been returned to orthofix (B)(4). Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: the broken portion of the screw was not returned to orthofix (B)(4). Therefore, it was not possible to perform the technical evaluation. Medical evaluation: the information made available on the event was sent to our medical evaluator. Please find below an extract of the medical evaluation performed. "We do not know why the screw broke at this point, but as you say the patient now has only 3 screws holding the plate and not 4, possibly only one screw on one side of a fracture. So the fixation is less than ideal and a screw fragment is left inside the bone." Final comments: item involved in the notified event was not returned for technical evaluation and no batch details were provided. Considering the information provided, the failure occurred could be related to a torsional overload during application. Nevertheless, as the item was not returned and a technical analysis was not performed, it is not possible to determine the root cause of the failure occurred. Orthofix (B)(4) historical records shows that no other similar notifications have been received in regards to this specific device code. Orthofix (B)(4) requested further information on the event, i.e. -lot number of the device involved, confirmation of the device reference (as the code notified, 002-e-27030, is a locking screw, while the picture received seems to be a non-locking screw), surgery description, copy of x-ray images, patient's health conditions. Unfortunately no further details were received. In case further information and/or the device used is provided, orthofix (B)(4) will promptly re-open the investigation on the case. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); surgeon name: (B)(6); date of surgery: (B)(6) 2018; body part to which device was applied: na; surgery description: unavailable; patient information: (B)(6), male; problem observed during: clinical use on patient; type of problem: device functional problem. Event description: during surgery the head snapped off at about 90% in during insertion. No way to remove it. The other three screws are fine. There is no adverse effects to the patient at this time. Dr. (B)(6) was able to complete the surgery with no extra time but they cannot send the screw back for analysis. Plate is currently held in place. The complaint report form also indicates: the device failure did not have any adverse effects on patient; the surgery was not completed with the device: broken screw still in the body; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; copies of the operative report are available (not received); copies of the x-ray images are available (not received); patient current health conditions: na. On (B)(6) 2018 orthofix (B)(4) receives also a picture of the portion of a broken screw. (B)(4).